Event description:
The cautery was in use when a burn on the patient's skin near the incision site was identified. The location of the burn was at the insulated portion of the cautery device. We are assuming that there was a break that could not be seen in the protective insulated coating that allowed for the burn. The burn was 1 inch long by 1 cm wide. The mode of the cautery device at the time of the event was coag. The cautery device had been used approximately 1 hour before the event occurred. There was no fire or spark noted. The generator was in intermittent use. The cautery device was in the medline plastics breast pack (B)(4) with a lot #: 18pb0845 and an expiration date of 2022-01-31. Medline confirmed that the cautery is a covidien cautery device - item number is e14506 and the lot number is 70560007x..

Event description:
The cautery was in use when a burn on the patient's skin near the incision site was identified. The location of the burn was at the insulated portion of the cautery device. We are assuming that there was a break that could not be seen in the protective insulated coating that allowed for the burn. The burn was 1 inch long by 1 cm wide. The mode of the cautery device at the time of the event was coag. The cautery device had been used approximately 1 hour before the event occurred. There was no fire or spark noted. The generator was in intermittent use. The cautery device was in the medline plastics breast pack 319730 with a lot #: 18pb0845 and an expiration date of 2022-01-31. Medline confirmed that the cautery is a covidien cautery device item number is e14506 and the lot number is 70560007x.